Manufacturer narrative:
Cmpl-00011265

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 10/27/2021. On (B)(6) 2021, the patient's parent reported the patient experienced inaccurate cgm values. The patient was walking home from school with her classmates, when she lost consciousness and fell. Her friends call the paramedics who performed a bg which was 60 mg/dl. The patient¿s cgm displayed 121 at the time of the event. The patient was treated with glucagon and released. Per the patient¿s parent, the patient was not transported to the hospital. The patient sustained a bruise on her knee and has intermittent back pain from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.